Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles in the shell, creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported anxiety, "extremely upsetting and worrying news that my implant has ruptured again." And silicone migration diagnosed by ultrasound; "the previous rupture still appears in my right lymph and is present on ultra sounds" mammogram findings: "several silicon nodes noted in the right axilla. These are related to a previous ruptured implant. The right implant is intact." This relates to right side. Device has been explanted.

Event description:
Patient additionally reported "several silicon nodes noted in the right axilla." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported rupture, anxiety "extremely upsetting and worrying news that my implant has ruptured again." And silicone migration diagnosed by ultrasound; "the previous rupture still appears in my right lymph and is present on ultra sounds" this relates to right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety, and silicone migration.

Event description:
Patient reported rupture, anxiety "extremely upsetting and worrying news that my implant has ruptured again." And silicone migration diagnosed by ultrasound; "the previous rupture still appears in my right lymph and is present on ultra sounds" this relates to right side. Device remains implanted.